Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The doctor of a customer reported via phone call that their patient has high blood glucose of 441 mg/dl and bolus did not work properly. Troubleshooting advised doctor that bolus wizard settings may need to be corrected. Customer declined to troubleshoot for the high blood glucose. No further details given.